Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was inserted into the left atrium and treatment was about to be started, when the catheter appeared to be inverted. Therefore, an attempt was made to return it to its normal shape, but entanglement occurred. Even though the entanglement was resolved, the original shape was not restored, so the catheter was replaced. After replacement, the procedure was completed without any problems. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.